Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges rear wheels are cambered. Dealer said she believes axles are bent. Client within weight limit of chair. MDR filed.